Event description:
It was reported that the patient had difficulty charging the ipg as it would take at least three to four times as long to charge the device. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded.